Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56. When additional reportable information becomes available.

Event description:
It was reported that the epidural pump appeared to be infusing, was calculating volumes infused, bolus given, showed volume in epidural bag remaining to be 12 ml and that 88 ml had infused, however, the epidural bag was full, and the patient had inadequate pain control. When they further assessed, the epidural had not been infusing despite the pump showing it had been. The patient experienced unnecessary pain as a result of this. Anesthesia had to bolus the patient multiple times to manage her labor pain and the pump was changed. The event occurred while in use with patient.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.